Event description:
Cutting apparatus of vitrectomy handpiece not working while irrigation and suction were. All three must work simultaneously. Cutting apparatus' tube not connected to machine. Unnoticed by scrub tech and physician.